Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to switch to multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump to be sent. The customer understood the instructions to put the faulty pump into storage mode and return it with a pre-paid label within 10 days.